Manufacturer narrative:
Reporting address line & institution phone: (B)(6). Reporter phone number: (B)(6).

Event description:
It was reported that the ventilator had a battery error. The ventilator was being used on a patient at the time of the reported event; however, there was no patient harm reported. The service provider (sp) inspected the device and confirmed the issue. The sp advised the customer to replace the battery. The unit was checked overall, run in tested, cleaned, functionally tested and no abnormality was confirmed.